Event description:
The manufacturer representative (rep) reported that they had a previously reported implantable neurostimulator (ins) and left extension explanted for an unknown reason. The lead from this system was left in the brain and capped. Upon re-implanting a new extension and ins, high impedances were found on 0, 1, and 2 contacts. However, the circuit for case positive, 3, was intact. All connections were rechecked and the same impedances were found. The healthcare provider (hcp) decided to leave the system implanted and follow up with the neurologist that contact #3 was the only option for this system. Additional information received from the rep on (B)(4) 2016 reiterated that connections with the extension ins and extension/lead were checked multiple times with no differences in impedances found. There were no patient symptoms alleged. Indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.